Event description:
Info received indicates the hi/low function of the bed is drifting.

Manufacturer narrative:
The hill-rom technician found the hi/low function drifting. The technician rebuilt the hi/low drive assembly and replaced the drive break spring and washer to repair the bed.